Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, vicryl 7/0 (j9656g) sutures needles kept dislodged from sutures. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Were all 4 units of j9565g used on the same patient during the same procedure? If not, please submit additional complaints to capture the additional events that have occurred (if applicable). Ans: on the same patient and procedure. 2. Were there any adverse events or patient consequences? Ans: no 3. Are the lot numbers for all the impacted products available? Ans: yes, will collect the impacted products and send back to office. "All the four pieces are vicryl 7/0 (j9656g) are with the same lot no. : 106d76 ." 2. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Ans: from the product complaint form dr submitted to ot. 3. Device follow-up: is the product still available for return? Ans: product isn¿t available to return anymore additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of none, device in possession of none. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.